Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported capture anomaly was not confirmed in the laboratory. The lead exhibited normal electrical characteristics. As received, the helix was partially extended and clogged with dried blood and tissue. X-ray of the is-1 connector revealed overtorque to the distal coil. Physical destructive analysis revealed dried blood throughout the distal coil. Helix extension length was within specification. Insulation damage noted is consistent with that occuring during the surgery. No defects in materials noted.

Event description:
A capture anomaly was reported. The lead was replaced when a reposition was unsuccessful.